Event description:
Staff report: "very sick baby on hfov when oscillator stopped and couldn´t be restarted. She had to be hand ventilated while new vent was found and recalled. Baby didn´t tolerate hand vent well and had decreased saturations when back on new vent. Infant has severe pulmonary hypertension, unclear if worsening respiratory condition due to ventilation issues".clinical engineer documented a problem with the power module which failed in use causing the problem. The same failure situation could be reproduced in the lab by the technician upon review. The oscillator was current with all preventative maintenance. The device was a sensormedics 3100a oscillator.